Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarm or reset was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 178mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.